Event description:
Extremely red irritated eyes. Noticed white floating particles in the water of the CPAP device. This is a philips respironics dreamstation autocpap humht device. FDA safety report ID# (B)(4).